Event description:
Urinary catheter inserted without incident on (B)(6) 2019. On (B)(6) 2019, nursing staff was unable to deflate the catheter balloon for removal. Urologist also unable to withdraw fluid from balloon. The urologist then attempted to inflate the balloon with two ccs of sterile water. Fluid would move into the balloon, but would not return. Urologist then cut the catheter proximal to the y, with no fluid exiting the catheter balloon. Urologist attempted to rupture the balloon internally with the blunt tip of a glidewire. While there was not immediate success in deflating the balloon, it did spontaneously deflate over a short period of time. The device was then removed.